Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It caller reported pt has been trying to recharge his implant but has been unable. Caller said pt could not use his external equipment because he was in jail for 5 months and was released on (B)(6) (2020). Troubleshooting was unable to be performed as pt was not with the caller at the time of the call. The caller was redirected to the patient's hcp. It was noted that the patient has been suffering for the past 5 months when they were in jail. Additional information received reported that the patient was still having ongoing issues charging their device. Originally, the patient stated that neither the controller nor the implant would charge but when the patient plugged the controller into the ac power supply, the controller started charging. When patient tried to plug the recharge telemetry module (rtm) in and start charging their implant, they received no device found. They reported that they had been unable to recharge their implant for 5 months due to them being in jail. The patient attempted passive recharge mode (prm) and the patient was seeing low 0 mid 0 and high 0 and none of the numbers would change. Both the rtm and the controller had gotten hot when they tried to charge their implant. They also reported seeing system problem rm03. It was later reported that the rtm was received and they were connected to the ins and charging. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4); h3: analysis of the 97755 recharger (rtm) (serial number: (B)(6) found that the rtm had frayed insulation and cracks in the cable. It showed a no device found message and failed testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA: 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.